Event description:
Maniúfacturer's rf.#: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the reported issue was confirmed. During troubleshooting, it was determined that the reported issue was caused by the air gas module, which was therefore replaced. After replacing the gas module, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs has been received. The air gas module was returned for further investigation. A visual inspection of the returned air gas module revealed no abnormalities. The air gas module was then installed in a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed successfully for three days without generating any alarms or errors. During the ventilation period, several oxygen concentration manipulations were performed; however, the gas module operated without any issues. Following the ventilation period, several pre-use checks were conducted, all of which passed. The conclusion is that the device failed to meet its specifications during the reported event. The reported issue could not be reproduced at the manufacturing site, and therefore it was not possible to confirm if that the replaced gas module was faulty. Nevertheless, based on the available information and the device log analysis, the air gas module might still be the cause of the failure. The failure appears to be intermittent, making it difficult to reproduce consistently.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).